Event description:
Event description cpi received information that during the implant procedure, the implantable cardioverter defibrillator (ICD) undersensed ventricular fibrillation during reconfirmation. Redetection occurred immediately afterward with appropriate shock delivery.